Manufacturer narrative:
The device was not returned to the manufacturer for investigation. A review of the device history record was completed. All parts met manufacturing requirements prior to release. There is no suspected device failure. Perforation is an inherent risk to this type of procedure and has been identified in the instructions for use. Device not returned to manufacturer.

Event description:
The nrg transseptal needle and torflex transseptal guiding sheath were used for transseptal puncture in a patient. Under transesophageal echocardiography (tee) and fluoroscopic guidance, the physician initially attempted puncture by tenting septum and delivering 2 applications of rf energy. As this was unsuccessful, the transseptal assembly was repositioned and rf energy delivered 2 more times. Puncture could still not be confirmed via contrast injection. The physician advanced the sheath slightly at this point. Following this, tee confirmed the presence of pericardial effusion in the patient. The assembly of devices was removed from the patient and pericardiocentesis was performed. The patient's pressure remained stable. Tee verified that fluid was successfully removed from the pericardium. The physician does not believe the devices contributed to the incident. Rather, the patient's anatomy and very thin left atrium may have been a factor. Separate MDR reports have been submitted for each device used in the procedure. The report for the nrg transseptal needle is submitted under MFR report #: 9710452-2016-00014.